Event description:
Philips received a complaint by the customer on the v60 indicating that the device would not turn on. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the device would not turn on. The power was not working, and the device ran on the internal battery power. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 24sep2024, 08oct2024, and 22oct2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.